Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of air not flowing through the hose could not be confirmed. However, during evaluation, it was observed that the device would not retain the cutter and the device operated in the safety (load) position (power broken). It was further observed that the teflon seal was protruding from the seal in the swivel assembly. It was also noted that the lock cylinder castellations were damaged, the pawl release castellations were worn, and the pawls were worn. It was noted that the issue with the device being powerbroken was caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device was in operation which causes the wear to the pawl release and lock cylinder castellations. It was further noted that the device would not retain the cutter because the pawl teeth were worn. The assignable root cause of powerbroken was failure to follow the directions for use and running the device in the safe or load position, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that air did not flow through the hose on the motor device. During in-house engineering evaluation, it was observed that the device would not retain the cutter, the device operated in the safety (load) position (power broken) and the teflon seal was found protruding from the seal in the swivel assembly. It was not reported whether the event occurred during surgery or whether there was patient involvement. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly